Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported that she has had difficulty with her current boxes of infusion sets. She stated that the infusion sets are falling off of her body, and her blood glucose has been as elevated as 500 mg/dl. The patient was not pleased, and did not provide any further information. The patient did not require medical assistance from a healthcare professional, or second party to address the issue. Product was replaced. No product will be returned for evaluation.